Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Reportedly, customer experienced high blood glucose levels when her cartridge gets down to 30-40 units left of insulin, and customer reports that she always uses her abdomen for placement and may be running into scar tissue.